Event description:
Light source gets extremely hot. The ligh source end as well as the telescope end melted printer and inner diameter of light cord. It gets so hot, cannot touch light source. There was no patient involvement.